Event description:
It was reported that the patient underwent a removal and replacement of an inflatable penile prosthesis (ipp) due to a fluid leak. The source of the leak was not identified. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that explanted ipp was not working leading to the procedure. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. The ipp was visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear this cylinder also had broken fabric threads and buckling folds. There was a leak in the other cylinder due to wear at the corner of a fold. The pump was not functionally tested due to contamination. The reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell at the adapter junction due to fatigue at a fold. The product analysis confirmed the fluid loss allegation. No more information available at the moment. The product analysis confirmed the fluid loss allegation. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 797056010, model/catalog description: reservoir flat iz 100 ml. Preconnected cylinders and pump: product investigation complete. The ipp was visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear this cylinder also had broken fabric threads and buckling folds. There was a leak in the other cylinder due to wear at the corner of a fold. The pump was not functionally tested due to contamination. The product analysis confirmed the fluid loss allegation. Reservoir: product investigation completed. The reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell at the adapter junction due to fatigue at a fold. The product analysis confirmed the fluid loss allegation. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Model number/catalog number 720185-01, serial number null, batch/lot number 797056010, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent a removal and replacement of an inflatable penile prosthesis (ipp) due to a fluid leak. The source of the leak was not identified. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that explanted ipp was not working leading to the procedure. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.